Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two(2) t8 stick fit hexalobe drivers (part number 80-0759) were returned for evaluation; however, the broken driver tips were not returned. The returned drivers were examined visually under magnification. There appeared to be some orange discoloration (potentially corrosion) and discoloration near the laser marking. Both drivers exhibited a torsional, oblique fast fracture. The reported event stated this failure occurred during a removal surgery. The removal brochure provide recommendations about removal techniques. If ossification between the titanium and bone has occurred and removal with the driver causes resistance, then an easyout is recommended per the removal brochure. In addition, the screw head hex portion needs to be cleared out for proper insertion depth of the hexalobe driver's tip. Functional testing could not be performed due to the damage to the returned drivers. Based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during a routine removal surgery, the tips of two drivers broke. As a result, a driver could not be used to remove the screw. Therefore, the surgeon cut the plate, and removed the screw by rotating the cut plate. All screws and plates were able to be removed from the patient. This issue prolonged the procedure by 15 minutes; however, the patient remained stable. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00336 for the other driver involved in this event.